Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial bearing to address pain, instability, swelling and excessive polyethylene wear nearly fourteen (14) years post-operatively following a fall on ice. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet cruciate tibial tray 79mm catalog #: 141235 lot #: j2494545, vanguard cruciate retaining femoral component left 70mm catalog #: 183032 lot #: 370600. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial bearing to address excessive polyethylene wear nearly fourteen (14) years post-operatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4, h4. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. Radiographic review identified thinning and wear of the polyethylene bearing in the medial compartment posteriorly. There was varus alignment and excessive posterior slope of the tibial component, a risk for asymmetric polyethylene bearing wear. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.